Event description:
It was reported that right ventricular (rv) lead had high thresholds, no capture, high impedance, noise, and oversensing. The patient experience pre-syncopy and received inappropriate therapy. The rv lead was programmed off and is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There are five lead failure predictors, one noise supraventricular tachycardia ventricular oversensing, and one ventricular fibrillation (vf) event of less than (B)(4) ms v-v cycle recorded between (B)(6) 2014 and (B)(6) 2014. Analysis of the device memory indicated a lead impedance out of range alert. Lead integrity alert (lia) on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and impedance. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated a lead noise alert. An alert for lead noise was recorded on (B)(6) 2014. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. An out of trend subthreshold lead impedance alert occurred on (B)(6) 2014 and (B)(6) 2014. Maximum ventricular pace impedance rises from 418 ohm on (B)(6) 2014 to greater than 4000 ohm on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.